Manufacturer narrative:
Correction provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, the patient was suffering from other symptoms. She was receiving chemotherapy.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the patient complaint about the following symptoms after the surgery on the left eye (date of surgery (B)(6) 2023): muscle pain in the left half of the body, headache on the left side of the head, pain in the eye socket, very restless eye. There were no complaints/ symptoms after the surgery on the right eye ((B)(6) 2018). Patient had various allergies: latex, paraben mix, oak moss absolute, diphenylguanidine. It was stated that the patient has had constant complaints since the procedure. Additional information has been requested and received stating that the iol still in the eye of the patient, no explanation planned yet.